Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the laa, and a 20mm watchman flx closure device was advanced and connected with the truseal access system. As the physician was about to bring the closure device to flx ball, the system came out from the laa. A pericardial effusion with cardiac tamponade was observed via transesophageal echocardiography (tee). The location of the pericardial effusion could not be determined. The procedure was aborted. Pericardiocentesis was completed to treat the effusion and the patient remained stable throughout the procedure. There were no further patient complications reported.